Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment of a thoracic descending aortic saccular aneurysm using two gore® tag® conformable thoracic endoprostheses. On (B)(6) 2019, the patient underwent a graft replacement of a thoraco-abdominal aorta to treat a thoraco-abdominal aortic aneurysm. The thoraco-abdominal graft replacement was performed more distally than where the initial gore® tag® conformable thoracic endoprostheses were implanted. On an unknown date, follow-up exam observed that a leak from an anastomosis of the graft which was located 1 cm distal of the initial gore® tag® conformable thoracic endoprosthesis or a distal type I endoleak from the gore® tag® conformable thoracic endoprosthesis. On (B)(6) 2023, a reintervention was performed. It was not determined the cause of the leak and whether the leak was from anastomosis of the graft or the type ib endoleak even though an angiography was performed. A gore® tag® conformable thoracic stent graft with active control system was implanted distally of the gore® tag® conformable thoracic endoprosthesis and it also covered the anastomosis. The leak was resolved.